Event description:
The customer obtained a negatively biased hbsag result on a quality control fluid. Analysis of the analyzer's datalooger files determined that this scenario was consistent with a malfunction which could also cause false negative ckmb. Beta-hcg, and tpnl results to occur. There was no report of patient harm as a result of this event.